Event description:
Customer reported a no delivery alarm during a bolus. The blood glucose reading was 291 mg/dl. Customer was advised to run a 5 unit fixed prime and stated that insulin did not exit. He was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. Customer stated that insulin did exit, but with greater resistance than normal. Customer was advised to change out infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.